Event description:
It was reported that during a procedure the fiber burnt the staff members hand. User outcome in response to the reported event was not provided and it was indicated that no further information is available.

Event description:
It was reported that during a procedure the fiber burnt the staff members hand. User outcome in response to the reported event was not provided and it was indicated that no further information is available.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber is broken in two pieces. The returned fiber is 7ft. And 1in., connector included in overall length. The distal portion of the fiber was not returned. The distal tip end of the fiber is fractured. The fiber was tested with hene laser fixture, aim beam is visible at the fiber tip end. Based on the observed fiber fracture at distal tip, an evaluation conclusion code of cause not established was assigned to this investigation.